Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 506 mg/dl. The customer sated the catheter broke off the infusion set causing the high blood glucose. The insulin pump will not return for analysis.